Event description:
It was reported that a spark was observed to come from the multigen radiofrequency generator during testing. There were no flames, no smoke, and no heat coming from the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that a spark was observed to come from the multigen radiofrequency generator during testing. There were no flames, no smoke, and no heat coming from the device. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Based on the contract manufacturer¿s evaluation of the unit, the reported event was confirmed. The contract manufacturer determined the cause of the issue to be a malfunction of the u3 component on the motherboard.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.